Manufacturer narrative:
The companion driver caddy was returned to syncardia for investigation. Visual inspection confirmed the customer-reported issue of the companion 2 driver locking mechanism not working properly as the release plunger assembly was observed to be stuck in the open position. This is a known issue that has been previously documented and investigated; it determined that a lack of internal lubrication was the root cause for the release plunger assembly to be stuck in the open or closed positions. The device history records review of companion driver caddy s/n (B)(4) indicated that the release plunger assembly was installed prior to the most current drawing, and was therefore replaced in accordance with the caddy service shop order when it was returned from the field. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer, a syncardia authorized distributor, reported that the companion 2 driver locking mechanism does not work.

Manufacturer narrative:
The companion driver caddy will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer, a syncardia authorized distributor, reported that the companion 2 driver locking mechanism does not work.